Event description:
It was reported that t-wave over-sensing (twos) was indicated on the right ventricular (rv) lead. Reprogramming was done for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)